Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem ("add gel" messages) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, severing all wires in the cable and causing the reported "add gel" messages. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had add gel messages.